Event description:
Pt called in to report on her dexcom g7 is not working properly. Stating her dexcom alert her in the middle of the night twice with an inadequate result of 42 but didn't have any symptoms that would result in that low of a reading. She had to drink a soda for it to go up. Hecc: 4582. Dpc: 1535, 1012. Reference report: mw5173050.